Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A photograph was received of the device showing the separation.

Manufacturer narrative:
Additional information was received that there was difficulty removing the device from the patient. (B)(4). The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep the cannula/needle actuate smoothly. There was no difficulty retracting the cannula back into the catheter. There was a one-to-one response to the nosecone while rotating the rotating hemostatic valve during prep. The type, brand, and diameter of the guide wire used was a miracle 0.014, 6gm. Whisper 0.014 wire. While torquing the device during placement, the user held onto the black handle. The user did not encounter much resistance when torquing the device. It is not known if a clicking sound was heard but the device seemed to operate smoothly during lesion crossing per one physician but the other said it did not. The user did not hold onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torqueing. There was no difficulty/resistance actuating the product. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion did the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guide wire. There was resistance or difficulty removing the outback from the patient and abnormal force was required. The cannula retracted prior to catheter withdrawal. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that an outback catheter separated at 2 ½ cm from the tip of the catheter during withdrawal from the patient after successful use in a cto of the superficial femoral artery. It was retrieved with an unknown snare with no reported patient injury. However, the procedure was stopped due to the amount of fluoroscopy used during the retrieval of the separated piece. The procedure was attempted again 4 days later. No details on if the subsequent procedure was successful. The catheter was prepped in the straight configuration, the cannula tip fully retracted before insertion, the handle deployment slide locked in the proximal position. During prep the cannula/needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. There was a one-to-one response to the nosecone while rotating the hemostatic valve during prep. The guide wire used was a miracle 0.014, 6gm. Whisper 0.014 wire [approved for use with the outback]. While torquing the device during placement, the user held onto the black handle and did not encounter much resistance when torquing the device. It is not known if a clicking sound was heard but the device seemed to operate smoothly during lesion crossing per one physician but the other said it did not. The user did not hold onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing. There was no difficulty/resistance actuating the product. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guide wire. There was resistance or difficulty removing the outback from the patient and abnormal force was required. The cannula was retracted prior to catheter withdrawal. The IFU instructs the user that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. One non sterile catheter outback was received coiled inside a plastic bag. The device was returned in two parts. The body shaft was broken approximated at 2.5cm from distal tip end and separated. Blood residues were noted in the catheter. Body shaft was ripped out since outer liner present elongation. Body shaft and distal tip were returned inside a plastic bag. It was not possible to measure the cannula usable length due to damage condition of the device. The unit is not functional usable. No other anomalies were observed in the returned device. Functional analysis could be not to perform since the body shaft was broken approximated at 2.5cm from distal tip end and separated. The device was sent at sem analysis to identify the root cause of separation. Results showed that the wire presented evidence of elongations on the body shaft and reverse bending conditions were found on the exposed wires. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also ductile dimples were found in all the fractures observed during the analysis, ductile dimples suggest that stretching / pulling events were occurred. Review of lot 16081148 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure catheter (body/shaft) fractured-separated/in patient reported by the customer was confirmed. However the body external surface presented evidence of elongation .the exact cause of the body separation failure could be procedure related since the body shaft separation showed evidence of elongation. Neither the DHR review nor the product analysis or sem analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process, controls are in place to prevent defective outer shaft damages from leaving the facility; no corrective action will be taken at this time. The failure cto catheter system withdrawal difficulty-from vessel reported by the customer could not be confirmed since functional analysis could not be performing due to conditions as was received the device (body shaft separation). The cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The failure catheter (body/shaft) fractured-separated/in patient reported by the customer was confirmed. The exact cause of the body separation failure could be procedure related as the body shaft separation showed evidence of elongation which is suggestive of stretching or pulling. With the information available in this case, it is possible that the difficulty experienced by the customer was related to procedural factors [abnormal force was used during removal], vessel characteristics and/or user handling.

Event description:
The report received indicated that an outback catheter separated at 2 ½ cm from the tip of the catheter during use in a patient while trying to open a cto of the sfa. It was retrieved with an unknown snare. The procedure was stopped due to the amount of fluoro needed to retrieve the outback with the snare. The procedure was attempted again 4 days later. No details on if the subsequent procedure was successful. The device is available for analysis.